Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject devices were not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that the reported issue occurred due to the aneurysm having a wide neck and only having one stent that was protecting one side of the aneurysm. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors was assigned to the as reported issue main coil protrusion.

Event description:
It was reported that the patient presented to the hospital with a basilar apex aneurysm. The physician plan was to first stent the left posterior cerebral artery (pca) and then use a second stent on the right side if it was needed. The first stent was deployed successfully. Everything went well until the physician started coiling. The subject coil mass herniated out of the aneurysm, protruding into the vessel due to the aneurysm having a wide neck and only having one stent which was only protecting one side the aneurysm. In order to treat the coil mass protrusion, the physician tried to deploy a second stent; however, when the guidewire was advanced into the patient¿s anatomy, resistance was encountered and the guidewire was caught in the first deployed stent and got stuck in the right posterior cerebral artery (p1). Multiple images were taken, and it was confirmed that the guidewire did not perforate the artery. The physician was not able to torque the guidewire. When the physician tried to pull back the guidewire, the patient went asystole. The physician then left the guidewire and took the patient to perform post procedure computed tomography (CT). A few hours later, the patient was brought back to the operating room and multiple attempts were made to remove the guidewire; however, was not successful. The guidewire was cut, and part of the guidewire was left inside the patient. The patient will be on aspirin for 12 months.

Manufacturer narrative:
The device was implanted in the patient¿s anatomy.

Event description:
It was reported that the patient presented to the hospital with a basilar apex aneurysm. The physician plan was to first stent the left posterior cerebral artery (pca) and then use a second stent on the right side if it was needed. The first stent was deployed successfully. Everything went well until the physician started coiling. The subject coil mass herniated out of the aneurysm, protruding into the vessel due to the aneurysm having a wide neck and only having one stent which was only protecting one side the aneurysm. In order to treat the coil mass protrusion, the physician tried to deploy a second stent; however, when the guidewire was advanced into the patient¿s anatomy, resistance was encountered and the guidewire was caught in the first deployed stent and got stuck in the right posterior cerebral artery (p1). Multiple images were taken, and it was confirmed that the guidewire did not perforate the artery. The physician was not able to torque the guidewire. When the physician tried to pull back the guidewire, the patient went asystole. The physician then left the guidewire and took the patient to perform post procedure computed tomography (CT). A few hours later, the patient was brought back to the operating room and multiple attempts were made to remove the guidewire; however, was not successful. The guidewire was cut, and part of the guidewire was left inside the patient. The patient will be on aspirin for 12 months.